Manufacturer narrative:
Date of event: unknown. Device is combination product.

Event description:
It was reported that stent dislodgement occurred. The physician reported two synergy ii drug-eluting stents that were dislodged in the past 6-12 months. No patient complications were reported.